Manufacturer narrative:
The customer requested to have the authorized service provider (asp) field service engineer (fse) be dispatched onsite, and the remote service engineer (rse) created an onsite work order (wo). Multiple attempts have been made to try to obtain further information about this case, but no response was received from the customer. This file is closed and can be reopened if new information becomes available.

Manufacturer narrative:
This report is being submitted as a correction in response to corrective actions taken by the legal manufacturer. The manufacturer site number was incorrectly selected resulting in incorrect report numbers. A new MDR with the correct manufacturer site selected has been submitted under manufacturer report # 2518422-2023-16825.

Event description:
Philips received a complaint from the customer on the v60 indicating that the ventilator is unstable on the stand. It was reported there was no patient involvement at the time the issue was discovered. The investigation is ongoing.